Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter was found to be detached from the catheter connector. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached catheter is confirmed. One 4 fr groshong clearvue catheter and one 4 fr two-piece groshong nxt connector were returned for evaluation. An initial visual observation showed use residue on the returned samples. The connector pieces were returned assembled, and the catheter was returned detached from the connector. No segments of catheter could be seen within the distal end of the distal connector piece. Tensile weakness was observed in the proximal end of the returned catheter. The connector pieces were unassembled, and a small segment of catheter was observed on the metal cannula of the proximal connector piece. A microscopic observation revealed break sites of the catheter were mostly flat with a granular surfaces texture and the edges of the breaks were uneven. Some whitening of the catheter material was observed on the small catheter segment, just proximal to the break site; the diameter of the catheter was also observed to be slightly tapered at this location and the edges break site itself were observed to be slightly flared. The shape, location, and physical features of the damage observed in the returned sample indicate the catheter likely broke due to excessive tensile (pulling) force. The product IFU states: ¿to minimize the risk of catheter breakage and embolization, the suture wing and / or adapter must be secured in place.¿

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2021. On (B)(6) 2021, the catheter was found to be detached from the catheter connector. There was no reported patient injury.